Manufacturer narrative:
Information added/updated to section h6 (investigation findings, and investigations conclusions). Corrected data in section h6 (type of investigation): 4114 (device not returned) replaces 4117 (device not accessible for testing). H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not requested for return, as there is a suspicion of the device being exposed to an infectious disease. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that an unknown valve model implanted in aortic position was explanted from this 63-y-o patient after an unknown implant duration due to calcification. As reported, there was a suspicion of the valve being infected with an endocarditis. Another 25mm bioprosthetic valve was implanted in replacement. The patient was noted as to be recovering after the procedure.